Event description:
Information received regarding the explanted device notes that the patient was taken to the operating room after documented rv lead perforation. The patient was then brought to the catheterization lab for lead replacement.